Event description:
It was reported that there were air bubbles in the customer's reservoir. The size of the bubbles was that of small champagne bubbles. The customer stated the insulin pump was not rewound with a reservoir in place. She was advised insulin should be stored at room temperature to prevent gassing out when it warms up in the pump. The customer stated the insulin was not stored at room temperature and she found that cold insulin had less air bubbles. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).